Event description:
On july 9th, contacted by the oncology ambulatory services. They have had an increase in thromboses over the last 6 months. They have checked that the procedures including materials are the same. The only things they could come up to that could have changed, are the catheter material or the drugs given. Treatments with taxotere and 5fu before symptoms of a venous thrombosis.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.